Event description:
It was reported that (1) tct75 and (1) tx60g and (1) xr60b were used during an open gastric bypass procedure. It was reported by the rep that the surgeon states that while doing an open gastric bypass, revision, the surgeon attempted to fire the tct75 and it fired only half way. The surgeon stated that they may have run into a prior staple line, thus stopping the cutter to close the stomach. The surgeon states that they used a tx60b and the stapler would not form the staples. The surgeon then tried several reloads in the stapler and the same thing happened each time. The anastomis was then sewn by hand. The surgeon states that they does not yet know if there was a negative outcome to the pt. There was extended or time by thirty minutes.